Manufacturer narrative:
A device history record (DHR) review for model ec-3890li, (B)(4) performed and the DHR review confirmed the endoscope was manufactured on 13 feb 2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in (B)(6) stating there is rust on the tip of the scope involving pentax medical video gastroscope model eg29-i10, (B)(4). There was no report of patient injury, delay in procedure or an event that required medical intervention.